Manufacturer narrative:
The device associated with this event was originally reported to davol as recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's medical and/or surgical history may have contributed to the alleged event. The pt reportedly developed a seroma which is listed as a possible adverse reaction in the product's instructions for used. Although the medical records do not indicate the mesh was the source of the infection, the product's instructions for use state, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the mfg records and sterilization records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample has been provided for eval. Based on info provided, no conclusions can be drawn.

Event description:
The initial attorney report alleged pain, surgical intervention and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2003 - surgical resection of anterior abdominal wall including mesh, fenestrated herniated fascia, complex repair of massive ventral wall hernia with a composix e/x mesh and bilateral salpingo-oophorectomy. On (B)(6) 2003-(B)(6) 2003 - hospitalization for infected wound seroma due to partial wound dehiscence, seroma grew out (B)(6) and managed with IV antibiotics. On (B)(6) 2003- surgical debridement of abdominal wall skin and subcutaneous tissue, evacuation of an infected seroma and irrigation and debridement of the surgical cavity, abdominal wall reconstruction over drains. On (B)(6) 2003 -needle aspiration of a sterile fluid collection midline abdomen, placement of a jackson-pratt drain in wound seroma, limited surgical debridement of necrotic wound. On (B)(6) 2003 - wound exploration with surgical wound debridement and drainage of a large seroma in continuity with abdominal wall mesh repair. On (B)(6) 2004- the pt underwent completed excision of composix e/x mesh and abdominal wall reclosure.